Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 308 mg/dl (addressed with a correction bolus) and a low blood glucose level of 42 mg/dl (addressed with frosting, sugar, and eating lunch). It was unknown what the cause of the elevated bg was. The customer believed the low bg level was due to exercising and gardening. System check was not performed with tandem technical support as the fluctuating bg levels were not occurring at the time of the report.